Manufacturer narrative:
Visual inspection confirmed that the returned tibial articular surface provisional (tasp) had fractured on the lateral side of the post along an antero-posterior line through the condylar surface; all pieces were returned. The reported issue has been investigated through corrective action and a device history record review is not required. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the device. This device is listed in the aggregate tasp scope list associated with corrective action. This fractured tasp was manufactured before the design modifications and is part of the re-design scope. However, it was reported that the tasp broke when the tray it was contained in fell off the transit vehicle. Therefore, transit damage is considered as the root cause.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional knee arthroplasty instrument fractured when the tray containing it fell. There was no patient involvement.